Event description:
It was reported that pump experienced malfunction alert malf 16, with no notable events occurring beforehand and highest reported blood glucose level of 390 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and return of malfunctioning pump within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor once replacement pump was received.